Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): no anomalies found; full lead returned for analysis. Blood was noted in and on the helix mechanism.

Event description:
It was reported that during the implant procedure, it was not possible to stimulate the heart. The leads were not implanted. No patient complications have been reported as a result of this event.